Manufacturer narrative:
The returned device was evaluated. During an internal inspection the unit was found to have a shorted capacitor c1 on the system board causing the inability of the device to power on.

Event description:
It was reported that the unit stopped working while on a patient. There was no alarm, message or other indication before the device shut off. Unit will not turn on even with new batteries. No known impact or consequence to patient.